Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic lobectomy. Noted that the device damaged. The surgeon stated that there was no collision with other instruments. It is unknown how procedure was completed. No additional information could be provided and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: were all parts retrieved from patient? Are all parts being returned for analysis? Was there any patient consequence? Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was received with the distal end broken and cracked with multiple loose fragments. The fracture surface was examined and the polycarbonate material exhibited a brittle fracture with little-to-no plastic deformation observed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2022 h2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a sleeve broken off from the bottom side and inside a plastic bag. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned a this time, our evaluation is limited. H11=corrected data=h6 h6: type of investigation: device not returned (b17) h6: investigation conclusions: cause not established (d15) h6: investigation findings: no findings available (c20) h6: component code: appropriate term/code not available (g07002).

Manufacturer narrative:
(B)(4). Date sent: 2/14/2022. H2: additional information received: were all parts retrieved from patient? Are all parts being returned for analysis? Was there any patient consequence? All answers above are unobtainable. Once there is any update, we will update the information.